Event description:
A 6f amplatzer torqvue 180 delivery system (dtv180) was used to implant an 8/6mm amplatzer duct occluder (ado); however, as the ado was partially deployed it was not positioned properly and could not be retracted into the dtv180 sheath. The patient was referred to surgery to remove the ado and delivery system. The patient was reported to be stable, no adverse patient effects were reported and no other device was implanted. Refer to 2135147-2014-00041 for a related medwatch report for the 6f dtv180.

Manufacturer narrative:
The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the product was not returned for analysis; however, review of the device history record confirmed the product met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.

Manufacturer narrative:
The 8/6 mm ado was returned to sjm and decontaminated. The device was examined grossly and microscopically, and was confirmed not to contain any defects or abnormalities. The device was confirmed to meet dimensional specifications when measured with a caliper. The ado was successfully deployed and retracted from a test 6f amplatzer torqvue sheath without any difficulty, under non-physiological conditions. There was no evidence to suggest there was an intrinsic defect in the occluder and the cause for the difficulty retracting the occluder during the procedure remains unknown. Refer to 2135147-2014-00041 for a related medwatch report for the 6f dtv180.